Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot#: 1008844. With internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Abbott diagnostics scarborough was unable to determine, the exact root cause of the reported issue. However, it could possibly be related to the specific patient samples.

Manufacturer narrative:
The manufacturing batch records and quality control release testing for kit part number 190-000 / lot#: 1008844, and test base part number: 190-430 / lot#: 1008844 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1008844 showed that the complaint rate is (B)(4). The investigation is still in process. A supplemental report will be submitted once the investigation is complete. Please see related MFR report #s:1221359-2020-00438, 1221359-2020-00440, and 1221359-2020-00442.

Event description:
A customer sent a cumulative report of twenty-four (24) false negative results with the ID now covid-19 assay generated across ten (10) different testing sites. This report represents the one (1) false negative associated with lot #: 1008844. The customer reported one (1) false negative result using a nasal swab with the ID now covid-19 test. Testing date and time was not provided, however, sample collection occurred on 10nov2020. Confirmation testing date and time was also not provided, however, confirmatory testing with a nasopharyngeal sample in viral transport media using the core lab platform provided positive results (CT values not provided). Additional patient information, including symptoms, treatment and outcome, is unknown. Per the customer, no additional information will be provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no, or delayed treatment, this event shall be considered reportable.